Manufacturer narrative:
Internal report reference number: (B)(4) meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in a follow-up call on 14-jan-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-0) and high blood glucose test results. Wife is calling on behalf of the customer. Per the caller, the customer would get a high blood glucose test result, then give himself insulin and then his blood glucose would drop lower. Caller stated that she spoke to the dr. About the results (a previous appointment) because the customer was having too many hypoglycemic reactions that did not reflect in the meter; the results would be higher on the meter. The customer does not know his expected blood glucose test result range. The customer reported he had been feeling nauseous earlier that morning but felt well at the time of the call and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a blood test was performed by the customer fasting and produced e-0 error message using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/13/2026 and per the customer the open vial date is within the week. The meter memory was reviewed for previous test result history (time not set): result 1: 136 mg/dl , date: (B)(6) 2025, time: 5:28pm fasting, result 2: 129 mg/dl, date (B)(6) 2025 , time: 9:08am fasting am , result 3: 199 mg/dl , date: (B)(6) 2025, time: 6:25am fasting , result 4: 193 mg/dl , date: (B)(6) 2025, time: 6:23am fasting, result 5: 177 mg/dl , date: (B)(6) 2025, time: 4:20am fasting.